Event description:
The patient reported that the vns had made her seizures much more severe although they were fewer. She said that her vns was explanted in the past few years. The manufacturer's programming history showed the device was disabled permanently. No further investigation has been received to date. The explanted product has not been received to date.

Event description:
Information was received that it is unknown if the seizures are related to vns.